Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for analysis as it is being retained by the hospital. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main coronary artery. A hi torque balance middle weight (bmw) hydro guide wire was advanced, and an unspecified stent was implanted. Based on the distal marker of the guide wire, it was noted that the guide wire seemed elongated. After removal, the guide wire was noted to have a detached section [core] and slipped forward by a few millimeters [due to intact coils]. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no incidents reported from this lot. The investigation determined the reported guide wire tip break and stretched coils appear to be related to operational circumstances of the procedure. It is likely that during advancement the guide wire became compromised or damaged against the anatomy and/or stent resulting in the guide wire break and stretched coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.

Event description:
Subsequent to the initially filed report, the following information was received: the guide wire coils were separated and the core was intact. No additional information was provided.